Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e-module analyzer. The patient had two samples drawn at the same time. The first sample was processed on the modular pre-analytics device and an aliquot was sent to the e-module. The patient's initial result obtained from the aliquot was 18.76 iu/l. It was reported outside the laboratory as 19 iu/l. On (B)(6) 2012, the second sample was manually processed on a second e- module, serial number (B)(4). The result was 0.1 iu/l. It was reported outside the laboratory as <1 iu/l. On (B)(6) 2012, the clinicians in the fertility center called for an explanation of the discrepancy. The first sample was retested on the second e-module on (B)(6) 2012 and the result was 0.1 iu/l. The second sample was retested on the second e-module on (B)(6) 2012 and the result was 0.1 iu/l. The fertility center was informed of the corrected result of <1 iu/l. No adverse events were reported. The hcgb reagent lot number was 164948 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
No root cause could be determined with the information provided. The calibration and quality control data are within range and do not indicate a reagent issue. The alarm trace and message history show no indications of an alarm that could have caused the erroneous result. The patient was not harmed.